Event description:
It was reported that during a biopsy procedure, the device allegedly failed to prime. There was no reported patient injury.

Manufacturer narrative:
A complete manufacturing review could not be performed, as the lot number is unknown. One maxcore biopsy needle was returned for evaluation. During functional testing the cannula of the device fired automatically. An x-ray showed insufficient cannula tang engagement, and upon disassembly it was noted that the left bumper was bent. Therefore, based upon the cannula firing automatically the investigation is confirmed for cannula self-activation. The investigation is also confirmed for the alleged priming issues as the cannula tangs showed insufficient engagement. The bent bumper could have contributed to the reported and identified issues. However, the definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided. Therefore, a device history record review cannot be performed. The device has been returned for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy procedure, the device allegedly failed to prime. There was no reported patient injury.